Event description:
It was reported that there was a coupling and/or communication issue. The implantable neurostimulator (ins) was parallel to the skin and less than 1cm deep. It was easy to palpate as well. The recharging issues started to happen almost a week ago; the device had been charging up fine up until then. There were no prior issues, and this was reported as an "all of a sudden coupling problem" with no bars shaded as grey when recharging was attempted. It was reported that the device did not get wet or dropped. It was determined that the ins was not in overdischarge, because telemetry was possible with the patient programmer and the ins was 25% full. The ins was on the left posterior side. It was recommended that an x-ray be done for assessment/confirmation of a flip in the pocket. It was later reported that the physician had ordered an x-ray to confirm. The patient got an x-ray on the device on (B)(4) 2012, and it was reported that the physician confirmed that the device was "okay, not slipped." The manufacturer's representative tried to get coupling and could not; he then advised the patient to call for a new patient programmer. It was reported that the patient felt no charge in the device pocket. The patient tried to charge multiple times. The patient also tried charging after using the antenna locate feature, but no coupling bars were present. It was also reported that the patient had battery life left in her device but left it off to conserve this battery. It was reported that the patient "misses stimulation and likes her device." The patient went from using 6-8 percocet a day down to just 1 (325 mg). It was also reported that the surgeon needed to cut into bone to implant the device; the patient was advised that the manufacturer does not advise having the device more than once inch from the skin. The patient was planning to call the health care professional (hcp). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer. (B)(4).